Event description:
It was reported that the patient developed an infection and erosion. The system was removed. There is no known allegation from a health professional that suggests the infection and erosion were related to the device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.